Event description:
Following a magnetic resonance imaging (MRI) scan, the device entered backup mode with no defibrillation therapy available. The system was MRI conditional and it was reported that the MRI settings were enabled prior to the scan. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.